Event description:
The customer reported that a field delivery was not recorded.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported that a field delivery was not recorded. From the mosaiq logs the investigation found that the issue of the lost connection was due to a workstation lock-up. When this happens, the prescribed treatment is delivered, as intended; however, the sequencer application is no longer in operation to receive the treatment verification and record the provided treatment information. Review of the record, user messages, and/or in operation of the software will make clear to the user that the provided treatment has not been recorded. As the treatment is delivered as prescribed, no serious injury would be foreseeable if the event were to recur. Mosaiq worked as designed and intended. Based on available information there was no mistreatment.